Event description:
An end user reported, he used lavasept gel before the application of the product in order to disinfect his wound. The end user also stated the "wound bed was not too dry for application of aquacel. May be lavasept gel altered consistency of our product so it didn't fully gel but stuck to wound." It was then further reported upon removing the product it partly stuck to the wound bed, which caused bleeding.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).